Event description:
N/a.

Manufacturer narrative:
Duragen (durs45914) was not returned for evaluation; however retained samples from same lot number were available for investigation: device history record (DHR): the DHR was reviewed and no anomaly was found that could be related to the reported condition. Failure analysis of retained sample - four (4) retain samples were available for lot: 4706608. Visual inspection was completed for the samples available, and no anomaly was observed that could be related to the reported condition. In addition, shrink testing was recommended. The shrink testing results show that the product is acceptable. Assessment by scientific affairs was completed and determined that the bleed has nothing to do with the use of suturable duragen, and that it is due to lack of appropriate hemostasis of the tumor bed after tumor resection. They would have had to redo the case in any circumstance. What happened is that they had the opportunity to witness the result of incorrect placement of suturable duragen for the first time. The breakage of the product ¿like a sponge¿, is exactly because it is a sponge and not designed for high tension suture which will break it/ cause it to tear. It is a regenerative matrix designed to be used with tensionless sutures a described in the IFU (instructions for use). It is also suppose to be hydrated in-situ before being sutured; in most cases if this is done correctly it would be evident that the suturable duragen is over tensioned before close. Root cause - based on the information available, scientific affairs evaluated the case and explained that the breakage of the product is because the sponge is not designed for high tension suture which will break it/ cause it to tear. The sponge is a regenerative matrix designed to be used with tensionless sutures a described in the IFU and it is also supposed to be hydrated in-situ before being sutured. In summary, it could be determined that the most probable root cause could be related to the surgery technique used to suture duragen suturable.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duragen suturable dural regeneration (durs4591) was used in a tumor resection surgery. After completion of the surgery, the patient began to bleed and intervention was required within 20 minutes after finishing the procedure. New anesthesia was administered and the patient's skull was reopened which showed that the patch was broken in half and leaking blood like a sponge. Therefore, the patch was removed and another one placed from another manufacturer, which caused injuries to the patient. The patient was admitted to ICU. There was a reported delay in surgery for few minutes.